Event description:
It was reported that there was noise and an increase in right ventricular (rv) impedance measurements. A patient alert was triggered for high lead impedance on the rv lead. Increased impedance, high impedance, and varying impedance measurements were also reported in the left ventricular lead. Both leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.